Manufacturer narrative:
The returned device was evaluated and found to be in normal condition. There was no evidence of a device malfunction.

Event description:
The lariat was being used to ligate the left atrial appendage. During advancement towards the laa, the physician observed that the lariat was slightly torqued and combined with the movement of the heart caused the magnet wires to disconnect. The lariat was retracted, the wires were reconnected and the lariat was advanced back to the laa. The physician again observed difficulty getting the lariat to track to the desired location, requiring additional manipulation. The suture was then deployed without incident and the lariat was removed. Initial tee confirmed laa closure with no effusion. Pericardial drain was inserted and protamine was administered. Upon evacuating the pericardial fluid the physician observed that after multiple syringes the space was still continuing to bleed. Tee eventually found a new angle that showed some effusion that had not been observed earlier in the case. At this point the physician, the surgeon, and the tee operator believed there was both fluid and clot forming in the pericardium. The drain would also get clogged from time to time confirming this. The decision was made to send the patient to surgery. The surgeon said after the repair the rv looked fine, the distal laa perforation was closed, and there was a "very small" tear at the base of the laa. The physician reported the patient was recovering normally.